Manufacturer narrative:
(B)(4). Customer returned pump for an alleged high bgs and exposure to moisture found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor, vibrator assembly, battery tube assembly and reservoir compartment noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high bgs. However, during visual inspection, found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor, vibrator assembly, battery tube assembly and reservoir compartment noted.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer performed self test. The insulin pump did pass the test. Customer reported leaks and air bubble in the reservoir. Customer was able to successfully remove the air bubble. Customer experienced high blood glucose level. Customer's current blood glucose level was 150 mg/dl. No harm requiring medical intervention was reported. The device was returned for analysis.